Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the sensor gave inaccurate readings and gave a reading below 40 mg/dl when the blood glucose reading was actually 600 mg/dl. The customer treated with manual injection and declined to troubleshoot for high blood glucose. The customer was advised on calibrating the sensor. The insulin pump was not returned or replaced.